Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine device exchange, an increase in capture threshold, low pacing impedance and r-wave variation were noted on the right ventricular (rv) lead. The rv lead was capped and replaced. The patient was in stable condition.